Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) is unable to establish communication with his ipg using either the programmer or charging system. Efforts to resolve this matter with use of a new programmer and charging system proved unsuccessful. As such, the patient's ipg was replaced. No further issues have been reported following the replacement procedure.